Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was no longer inflated when the entire device and unknown sheath were pulled out of the patient. Manual pressure was held to reach hemostasis. There was no reported patient injury. The physician loaded the mynx device through the sheath, hooked the sheath around the neck of the sheath, and inflated the balloon. The black line was visible, and it was inflated past it. The stopcock was closed, and the device was pulled back. The sheath was coming back with the device with no resistance. There was no black tension indicator line. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was no longer inflated when the entire device and unknown sheath were pulled out of the patient. Manual pressure was held to reach hemostasis. There was no reported patient injury. The physician loaded the mynx device through the sheath, hooked the sheath around the neck of the sheath, and inflated the balloon. The black line was visible, and it was inflated past it. The stopcock was closed, and the device was pulled back. The sheath was coming back with the device with no resistance. There was no black tension indicator line. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was noted to be deflated, and the core wire was present. No additional anomalies were observed during this analysis. The inflation/deflation functional analysis could not be performed due to loss of balloon pressure observed during the attempted inflation/deflation test. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, access site vessel characteristics (it was reported that there was mild pvd/calcium within the vicinity of the punctured) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.